Event description:
Device 1 of 2 reference MFR. Report: 1627487-2018-03283. The patient has two leads implanted as part of the scs system. The device information for the second lead is unknown at this time. This report indicates the addition of the second lead.

Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient (B)(6) experienced ineffective stimulation. Reprogramming was attempted to no avail. X-ray imaging indicated the lead had migrated. Subsequently, surgical intervention was undertaken on (B)(6) 2018 during which the lead was explanted and replaced. Stimulation was restored following the procedure.

Event description:
Device 1 of 2 . Reference MFR. Report: 1627487-2018-03283.